Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve and after the device was sutured into place, the physician observed paravalvular leak (pvl). The physician removed the sutures and again sutured the device into place. The pvl persisted, so the physician explanted and replaced the device with a bioprosthetic valve of the same size. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.